Event description:
Additional information: the patient was not removed from the ventilator as it continued to ventilate the patient. The patient was not harmed or injured as a result of the reported event.

Event description:
It was reported that, while in use on a patient, the 980 ventilator was not triggering when patient was making efforts and it generated circuit disconnect alarms. Although requested, information regarding the intervention taken on the behalf of the patient and the patient outcome has not been provided. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.